Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. The patient has also been experiencing an increase in seizure activity for a period of time. It is unknown if the increase is above pre-vns baseline. It is unknown if the increase is a result of the high lead impedence condition. There may have been patient manipulation or trauma to the device contributing to the reported event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.